Manufacturer narrative:
Citation: rao k, baer a, hansen p, bhindi r. Recurrent valve frame infolding in the 34mm self-expanding medtronic evolut pro+ transcatheter valve system: a single centre experience. Heart lung circ. Published online november 20, 2023. Doi:10.1016/j.hlc.2023.08.015 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the incidence of valve frame infolding during transcatheter aortic valve implantation (tavi) in patients with highly calcified and extra-large aortic annuli. The study population consisted of 10 patients who all underwent tavi with the medtronic 34 mm evolut pro+ system. Valve frame infolding occurred in four patients. Three of the occurrences were observed by the authors after partial deployment. In all three cases, the valve was recaptured, withdrawn, and exchanged for a new valve that was subsequently implanted. The remaining instance of infolding was observed after full deployment and a post-dilatation was performed with a 20 mm non-medtronic true balloon to optimize valve symmetry, resulting in mild-moderate paravalvular leak (pvl). Among all 10 patients, varying levels of pvl (none = 1 case, trivial = 5 cases, mild = 1 case, mild-moderate = 3 cases) and elevated/high peak gradients (> 20 mmhg = 1 case, <(><<)> 20 mmhg = 9 cases) were observed after valve implant. No further information pertaining to medtronic products was noted.

Event description:
Additional information was received indicating that none of the patients exhibited a peak gradient above 20 mmhg after valve implant. It was also noted that the levels of pvl observed after valve implant were as follows: not reported (2 cases), none (5 cases), mild (1 case), and moderate (2 cases).

Manufacturer narrative:
Please see the attached excel spreadsheet for the unique device data for the four infolded valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.